Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive twice for gram negative rods. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the lms final investigation. Additional information: d8, h3, h4, h6, h11. An olympus ess visited the user facility where no deviations were noted. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: insertion section. Cfu: unknown. Bacterial identification: aspergillus quadrilineatus, janibacter indicus, emericella nidulans. Sampling date: (B)(6) 2024. Sampling from: aw channel. Cfu: unknown. Bacterial identification: streptococcus parasanguinis. Sampling date: (B)(6) 2024. Sampling from: instrument channel / suction channel. Cfu: unknown. Bacterial identification: achromobacter xylosoxidans. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: unknown. Bacterial identification: micrococcus luteus, aspergillus quadrilineatus. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.